Event description:
It was reported that during a syndesmosis repair, the tensioning suture broke at the juncture of the suture and button on the lateral side during the final tensioning. The anchor stayed in place.

Manufacturer narrative:
The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event. Per dfu-0147-4 at revision 0. G. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.